Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was not returned to zoll medical corporation. The device's one-step cable was returned; the malfunction was duplicated and attributed to a damaged connector tab on the one-step cable. The cable was scrapped and the customer received a replacement. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's one step pacing cable was unable to connect to the associated electrodes. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.